Event description:
It was reported that the pump was submerged in water and an unspecified malfunction alarm subsequently occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.